Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the insulin pump screen was blank and assisted for carelink login request. The customer reported no adverse event. The event involved product(s) mmt-1884l and mmt-7333. Troubleshooting was performed and battery cap contacts and battery compartment or springs were not damaged. The display did not return after inserting a new battery. The customer was successful in logging in to carelink personal. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-7333.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm. Proceeded by cutting unit open and perform visual inspection of connectors and electronic assembly. Per visual inspection it was determined that lcd sustained physical impact cracking the lcd glass. Unit also received with scratched case, pillowing keypad overlay and cracked keypad overlay. In conclusion unit received with unexpected blank white flashing screen due to cracked lcd glass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.